Event description:
A home pt called the baxter technical assistance line due to the pt line not priming all the way. The pt reportedly experienced pain in the arms and shoulder area in fill phase 2. Follow up with the rn indicated the pt has difficulty explaining the procedure and the rn is unable to determine what pt is exactly doing incorrectly to receive air infusion. Rn has retrained the pt on proper procedure and no further incidents have occurred. Per the rn, no pt injury or medical intervention was associated with this incident.